Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign, "oily film" was found on the outside of the bd vacutainer® k2 edta (k2e) blood collection tube, and (B)(6) tape was wrapped around the tube in order to keep the label intact. The following information was provided by the initial reporter: "has bd received any reports from customers regarding an oily film on some of their vacutainer tubes? We have noticed a problem with labels (both chart labels and (B)(6) labels) not sticking to some of our tubes and have observed what appears to be an oily film on them, perhaps from manufacturing. It¿s so bad we sometimes need to overlay with a wrap of scotch tape to keep the labels on the tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a foreign, "oily film" was found on the outside of the bd vacutainer® k2 edta (k2e) blood collection tube, and scotch tape was wrapped around the tube in order to keep the label intact. The following information was provided by the initial reporter: "has bd received any reports from customers regarding an oily film on some of their vacutainer tubes? We have noticed a problem with labels (both chart labels and sunquest labels) not sticking to some of our tubes and have observed what appears to be an oily film on them, perhaps from manufacturing. It¿s so bad we sometimes need to overlay with a wrap of scotch tape to keep the labels on the tubes."